Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritationdizziness and/or headachelung disease. No other clinical information or medical interventions were repor ted. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on december 23, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously received information alleging respiratory tract irritation dizziness and/or headache lung disease. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation and secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. In box g: date received by mfg (rfb) has been updated. In box e: previously manufacturer missed to capture patient address, and it has been updated in this report. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.